Event description:
Patient with gallstone pancreatitis and pseudocyst was scheduled for an endoscopic pseudocyst drainage procedure. When the pigtail stent was uncurled to place it over the wire, the plastic stent cracked. This occurred outside of the patient. The device was not used on the patient. Another device obtained and procedure continued without incident. The broken device was not saved. However, another device with the same lot number was saved by endoscopy. Packaging was intact. Unknown what caused stent to crack: no excessive force. No visual defects noted prior to placing stent over the wire.